Event description:
It was reported that an edwards' mitral bioprosthetic valve was explanted after an implant duration of approximately 8 years due to severe mitral valve stenosis. The received operative report confirms the initial report, and states patient recently developed rapid atrial fibrillation. Operative details indicate the subject mitral valve leaflets were calcified with poor mobility.

Manufacturer narrative:
Evaluation: method = device discarded, will not be returned. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Mitral bioprosthetic stenosis can be due to multiple factors (calcification, (B)(6) ...etc); without device return and examination, no root cause can be determined at this time. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.